Event description:
The patient was initially implanted with an afx vela suprarenal, an afx2 bifurcated stent graft, and two (2) afx limb stent grafts to treat an abdominal aortic aneurysm (aaa). The patient required a re-operation (open surgery) due to the rapid enlargement of the sac, despite no apparent endoleak being observed on a computerized tomography (CT) scan. During this second surgery, two holes were visually identified on the vela device representing a type 3b endoleak. The devices were explanted, and a vascular replacement procedure was performed. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply¿ h3 other text : explanted devices were not provided for the investigation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the afx2 aneurysm enlargement is unconfirmed. The surgical conversion with explant and type iiib endoleak is confirmed. This is moderately consistent with the reported adverse event/incident. The procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. No contributing factors were identified. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.